Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-13309. It was reported that the patient presented with ventricular tachycardia and failed antitachycardia pacing. It was discovered that the implantable cardioverter defibrillator failed to deliver shock and the right ventricular lead exhibited low impedance. Programming changes were performed. The patient was in stable condition.